Manufacturer narrative:
Failure analysis revealed that the insulin pump alarmed motor error during basic occlusion test due to loose /flush drive support disk. The device did power up properly after the battery installation. The unit was received with operating currents within specification. No failed battery alarms were noted. The device also was received with intermittent buttons due to corroded keypad traces. No button error alarms noted. The unit had cracked case at display window corners, reservoir tube and battery tube threads, minor scratched display window, and missing end cap sticker. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump alarmed motor error, then had unresponsive buttons, and finally alarmed failed battery test. The blood glucose reading was 170 mg/dl. Upon replacement of the battery, the device alarmed button error. Advised discontinuation of the insulin pump. Nothing further reported.